Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 180 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. A rewind was performed successfully. However, a compromised force sensor system alarm was found in the alarm history; the compromised force sensor system alarm occurred after the motor error alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the self test, off no power, unexpected restart, occlusion, prime, no delivery, displacement or verify the compromised force sensor system alarm due to the motor error alarm. The pump passed the idle current and run current tests. The pump was received with a cracked display window, cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.